Event description:
Healthcare professional reported an unknown side "seroma or infection was suspected". Device status is unknown.

Manufacturer narrative:
The reported events seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma or infection suspected".